Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was received from the distributor on november 12, 2020. According to the complainant, when analyzing the product, a foreign object that looks like a piece of trash or a cardboard was found in between the device package and the outer vinyl bag, as confirmed by a photo submitted by the customer. There are no damages noticed in the packaging and the sterile barrier of the device was not compromised. This issue was found prior to use with a patient or procedure.